Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A physical sample was not received for evaluation however a photograph was provided by the customer. After evaluation of the photograph it was observed that the stylet was detached. A gemba walk was performed through the manufacturing process. The potential root cause is due to an issue during the assembly method. The standard work instructions will be updated to prevent the reoccurrence of this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the rigid stylet tip was loose/detached when removing the guidewire after placement.